Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received no delivery alarms. It was not possible to troubleshoot at the time. Customer's blood glucose was 339 mg/dl at the time of reporting the issue. It was stated the customer would not always do something about the alarm. The customer was able to deliver a bolus with the same set he received a no delivery alarm with and his blood glucose did go down. It was advised to change the set since running a test may be inconclusive if the set did deliver insulin. Nothing further reported.